Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 1160 mg/dl. Troubleshooting was performed. The programming on the insulin pump was fine. Ran a fixed prime test and the insulin exited. Found that the customer filled the reservoir with cold insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.